Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly was noted. The pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm was noted. The pump was received with scratched lcd window, cracked case near display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 486 mg/dl. The customer stated that during the bolus, the numbers kept going up. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.